Event description:
The pump was returned for recurring large prime volume. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump dispensed fluid during the load step. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which has no effect on insulin delivery function. There was corrosion observed inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: with the following findings: the battery compartment was cracked down to the pump seal. Corrosion was evident in the battery compartment. When the load step was activated, the piston continued forward until a no cartridge detected alarm was emitted. The pump was opened to investigate: the force sensor flex pins were partially dislodged from the printed circuit board. There was no visible evidence of moisture ingress in the pump body. Unrelated to this complaint, the display was found to be lifted, the display was dim/pink. When a test screen was used, the display returned to normal.